Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was admitted to the hospital for treatment of possible healthcare associated pneumonia. Intermittent increases in the patient's heart rate were noted in the 110 to 120 range with a wide complex rhythm. With the increase in heart rate there was a decrease in blood pressure and the patient was more lightheaded, diaphoretic and short of breath. It was noted that there were several spells where the patient became unresponsive for several seconds. The physician noted the wide complex rhythm appeared to be similar to baseline pacing, with ap sensing at rates 90's -100 plus range. Right ventricular (rv) pacing was noted, but lv pacing did not occur at increased heart rates. The device was reprogrammed to ddi with improvement in blood pressure and symptoms. Further reprogramming was done and the lv sensing vector was changed and the device was reprogrammed to dddr mode. No further information was available related to the unresponsive episodes. Additional information was also received that the patient died over one month later with no allegations that these observations caused or contributed to the patient's death. The device has not been returned.